Event description:
It was reported that during routine maintenance checks before equipment use, an automatic gas inflation fault alarm was detected on cs300 intra-aortic balloon pump (iabp) unit. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e.1.: event site name and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported for cs 300 that during routine pre-use check before equipment use, an automatic gas inflation alarm was detected. The hospital notified the engineer by phone. The equipment displayed an automatic gas inflation fault. The cause of the malfunction was dislodged balloon tubing (the helium pipe in the condenser has detached). The device itself did not malfunction. Getinge field service engineer reconnected the tubing and restored functionality.